Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. Insulation break was noted. Lead was capped and replaced on (B)(6) 2007. Later, the capped lead was explanted.

Manufacturer narrative:
A partial lead was returned in five segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 0.6-2.6cm and 5.3-9.4cm from the proximal end of the rv shock coil. Internal insulation abrasion under the svc shock coil was noted at 5.2-6.5cm from the proximal end of the svc shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 5.0-7.7cm from the proximal end of the rv shock coil. The sensing conductor was abraded at this location.

Manufacturer narrative:
Date of explant - (B)(6). 2016.

Event description:
New information received notes that the patient tolerated the procedure well.